Event description:
A report was received from a user facility in the USA stating the collection cassette became blocked during surgery causing a loss of aspiration. The collection cassette was replaced and surgery continued until the second cassette also became blocked. The cassette was again replaced and the surgery was completed. The time required to complete the procedure was extended to over one hour. The surgeon noted corneal folds in the patient's eye and prescribed an anti-inflammatory treatment.

Manufacturer narrative:
Three collection cassettes with tubing assemblies were received wrapped in plastic bags. The original packaging was not returned. We were unable to determine which of the cassettes were in use when the reported problems occurred. Visual inspection found fluid in the lines and in the collection cassettes. The in-line filter in the aspiration line contained a substance with the appearance of organic material. A functional test was performed using a stellaris pc system. All three assemblies were successfully captured and recognized by the system. All three assemblies passed the self vacuum test, primed and functioned as required. There was no incidence of low or weak irrigation or aspiration during functional testing. The reported problem could not be confirmed. The sterilization and lot history records were reviewed and were found to be acceptable. Reports 1 of 2.